Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer 5 failure and not able to pull meds. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) contacted the customer and attempted remote troubleshooting. Upon arriving on-site, fse continued troubleshooting with the customer, replaced the controller module along with the missing latch inseparable component to resolve the issue and the operation was verified, and the system tested successfully. The system functioned as intended after the field service engineer repaired the device.